Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. When the guide wire was returned to the manufacturer for evaluation, reportable malfunction was recognized; therefore, the date the manufacturer became aware of this event was considered the date the device returned. The guide wire was loaded inside the concomitant microcatheter when it was returned. The tip of the concomitant was found twisted. Approximately 55 mm of the distal segment of the guide wire was out of the catheter tip. A ball tip was found attached at the distal end of the guide wire. The coil wire remained in one piece. To observe the core wire, the coil wire was intentionally unraveled. The core wire was found fractured at approximately 5.5 mm from the ball tip. Fracture end of the core wire was cone shaped, suggesting the core wire became fractured due to tensile stress. Twist wire, another core composing wire, was found fractured at approximately 27 mm from the ball tip. Cut surface that was made during manufacturing process was observed at the end of the twist wire, suggesting the twist wire was not fractured. X-ray was used to observe the proximal side of core wire fracture which was inside the microcatheter. It revealed that the inner coil wire was found at approximately 150 mm proximal to the catheter tip, and core wire fracture was found at approximately 1.5 mm distal to the end of the inner core wire. Although the core wire was fractured, the coil wire remained in one piece. In addition, measurement of the core wire indicated that the entire guide wire was returned. Investigation of the production record could not be performed as lot information was unavailable. Although lot history review could not be conducted, all the shipped products were inspected in the production process for meeting the product specifications and release criteria and therefore concluded that there would be no quality anomaly. Based on the obtained information and investigation outcome, it was concluded that tensile stress was applied while the distal segment of the guide wire was caught by buckled tip of the concomitant microcatheter; the catheter tip was assumed to be deformed when crossing the heavily calcified lesion. When the applied tensile stress exceeded the product's design limit, it caused the core wire to become separated, the twist wire to be pulled off from the inner coil wire, and the coil wire to become elongated. There was no indication of product deficiency. Instructions for use states: [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire became stuck in the concomitant microcatheter during a percutaneous coronary intervention (pci) to treat a heavily calcified 99% stenosis in the lad #6. After successful lesion crossing of the subject guide wire, an asahi microcatheter could also cross. Upon catheter removal, its tip approximately 2 mm in length was found separated and remained in the lesion (microcatheter reported as MFR report #: 3003775027-2018-00054). Over the guide wire, an asahi penetration catheter was delivered and dilatation was performed. A new asahi microcatheter was then delivered in an attempt to cross; however, it became suck on the guide wire. To retrieve the separated catheter tip, another asahi penetration catheter and guide wire were advanced peripherally; however, the separated tip floated into a septal branch when it was pulled into a guide catheter. The physician determined to leave the tip fragment inside the anatomy as it would not be able to be retrieved. The pci was resumed, rotablation was performed in the lad #6, and completed with successfully reestablished blood flow by stenting. The patient was reportedly being without problem with regards to the remaining tip after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.